Manufacturer narrative:
The customer did not supply patient's age, date of birth and weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access toxo igg reagent was returned for evaluation. All mdrs associated with this report are: 2122870-2016-00027; 2122870-2016-00028. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining repeatable reactive toxoplasma gondii igg (access toxo igg) results for one (1) patient sample involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) that were discordant to one (1) other device and to the patient's previous results. The initial access toxo igg result recovered reactive on (B)(6) 2015. The customer reanalyzed the patient's sample one (1) additional time on the same unicel dxi 800 access immunoassay system and obtained one (1) reactive result on (B)(6) 2015. The customer analyzed the patient sample on an alternate device, the liaison xl manufactured by diasorin, which produced a discordant, non-reactive result. There was no report of patient injury or change in patient treatment associated with this event. This MDR addresses the result obtained on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) on (B)(6) 2015. MDR 2122870-2016-00028 addresses the result obtained on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) on (B)(6) 2015. Calibrations, quality controls and system checks were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a serum tube and was centrifuged at 2,000g (g-force) for ten (10) minutes at 20 degrees celsius. No issues with sample integrity were reported by the customer.